Event description:
The customer contact reported the pt rec'd less medication than intended. The customer contact reported that the pt was being treated for end of life "comfort care" prior to the reported event. The nurse reported the pt was unresponsive, in no distress. On (B) (6) 2010 at 0504, the device was programmed to deliver morphine 100mg/100ml, with a 10ml/hr continuous rate, and the delivery was started. No further reprogramming parameters were provided. At 1546, the customer contact reported the device alarmed for an empty container. At that time, a new 15ml container was added and the delivery was started. At 1700, it was reported another new container was added and the device was reprogrammed to deliver a 95ml vtbi (volume to be infused). On (B) (6) 2010 at 0100, the customer contact reported the device alarm for an empty container. At that time, the nurse noted an unspecified volume of solution remained in the container. The device was reprogrammed to deliver the remaining solution and the delivery was started. After an unspecified length of time, the nurse found the pt had expired. The cause of death was not specified; however, the customer contact indicated it was not unexpected. The customer contact reported at the time that device was removed from the pt, the display indicated 73ml had been delivered; however, the amount remaining in the container was 100ml. The physician was not notified. The device was removed from clinical service. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.08 ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The device history was downloaded at the mfg facility. A review of the device history indicates on (B) (6) 2010 between 1125 & 1129, the device was programmed in continuous only delivery in ml, with a rate of 5ml/hr, a 5ml loading dose, a 100 ml container size, a 4.6ml priming volume was indicated, a 5ml loading dose was delivered and the delivery was started. On (B) (6) 2010, there is a new date stamp. At 0529, the delivery was stopped. The shift totals were cleared and the device was powered off. Between 0816 and 0817, the device was powered on, a using battery power alarm was indicated, the delivery was started and the stopped & the keypad unlocked. At 0818, a 1ml/hr rate was programmed. The keypad was locked and the delivery started. Between 0858 & 0859, the delivery was stopped, keypad unlocked, a 3ml/hr rate was programmed, the keypad was locked and the delivery started. Between 0918 & 0919, the delivery was stopped, the keypad unlocked, a 5ml/hr rate programmed, keypad locked, delivery started. Between 0952 & 0953, the delivery was stopped, keypad locked, a 7ml/hr rate was programmed, keypad locked, the delivery started. Between 1034 & 1035, the delivery was stopped, keypad unlocked, a 10ml/hr rate was programmed, keypad locked, delivery started. Between 1512 and 1513, an almost empty alarm is indicated, the silence key pressed, the delivery stopped. At 1516, a start alarm is indicated & delivery is started. At 1546, an empty container alarm is indicated, delivery stopped, keypad unlocked, a new container is indicated. At 1547, a 15ml container size is programmed, the keypad locked, delivery started. At 1647, shift totals where cleared, an almost empty container alarm was indicated and the silence key was pressed. At 1703, the delivery was stopped & keypad unlocked. At 1704, a 95ml container size was programmed. At 1707, a start alarm is indicated, the keypad is locked, delivery is started, a low battery alarm was indicated & silence key pressed. Between 1722 & 1754, there were 2 low battery alarms, a change battery alarm, the silence key was pressed 2 times, the device powered off, using batteries alarm and the delivery was started. At 1858, the shift totals were cleared. On (B) (6) 2010, a new date stamp is indicated. At 0103, there is an almost empty alarm, silence key pressed, the delivery was stopped 3 times, and started 2 times. At 0133, a new container is indicated, the delivery is started. Between 0323 & 0347, the delivery is stopped and started, the shift totals were cleared 2 times. At 1036, there was an almost empty alarm indicated, the silence key pressed. Between 1106 & 1110, an empty container alarm indicated, the silence key was pressed 3 times, the delivery stopped & the device powered off. A review of the history indicated the device delivered as programmed. (B) (4)